Event description:
Patient reported she "just finished a clinical trial with the coloplast intibia device and had it removed" because it didn't work very well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).